Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and low blood glucose. The customer¿s high blood glucose level was over 600 mg/dl and low blood glucose value was 53 mg/dl. The customer¿s other blood glucose value was 308 mg/dl, under 200 mg/dl, 180 mg/dl. The customer did not provide information about symptoms. The customer treated high blood glucose with manual injection. The customer reported that the infusion set was leak. The customer declined troubleshooting for high blood glucose value. The insulin pump will not be returned for analysis.